Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Analysis of the log file showed a software issue. Upon troubleshooting, a power cycle was attempted, and after consulting with remote service, it was recommended to reinstall the suite pc software. To resolve the issue, the software was reinstalled, and the system backup was restored. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.